Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient was fine at his first vns implant post-op visit but at his second, the patient had an infection tracking from neck to generator. The manufacturer's device history records of the lead and generator. The sterility of the generator and lead prior to release was verified. The patient's lead and generator were explanted and the patient was planned for a 2 month course of antibiotics. Device return and evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device no further relevant information has been received to date.